Event description:
It was reported that vessel dissection and no reflow occurred. Vascular access was obtained via right femoral artery. The 33mm in length, eccentric, de novo target lesion contained a <45 degrees bend and was located in the non-tortuous and severely calcified left circumflex artery. After pre-dilation was performed, 4.00 x 38 and 2.50 x 20 synergy drug-eluting stents were advanced but failed to cross the lesion. The stents were removed from the patient's body with no complications. Subsequently, two synergy stents were implanted overlapping each other. After post dilatation, an edge dissection was noticed which resulted in no reflow and caused patient deterioration. On the following day, a procedure was performed using a cutting balloon catheter and the patient recovered. No further patient complications were reported.